Manufacturer narrative:
Follow-up # 1 date of submission 09/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, moisture was visible behind the display lens. A leak test was performed and a leak was found due to a cracked pump case. The pump case was opened, and moisture was observed throughout the pump compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cloudy display issue. After exposure to moisture, the screen became cloudy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.